Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet would not power on despite a solid green charging indicator, and the user disclosed the screen was cracked following a drop, troubleshooting included verifying power from multiple outlets and confirming no case or obstruction before arranging a replacement. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included recommendation to use backup therapy until the replacement arrived. Investigation included remote troubleshooting and verification of charging status. Investigation of this case revealed likely internal damage associated with physical impact to the display assembly that prevented device startup while charging electronics appeared functional. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to user handling.